Event description:
On (B) (6) 2010 the pt reported that since (B) (6) 2010 she has had elevated blood glucose readings in the 400-500's mg/dl. Her normal range is 78-83 mg/dl. She had no symptoms and she said no treatment was needed. She stated her infusion set was in use for 2 days. She stated she has never changed her insulin infusion device adapter. She was advised to change the adapter every 10th cartridge change. Troubleshooting did not find any product issues. The pt switched to her backup device for troubleshooting purposes. On follow up with the pt she stated she currently has no concerns. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.